Manufacturer narrative:
It was reported that the ambulance crew member hurt their back which allegedly resulted in lower back pain and stiffness, it was reported that the crew member took their own pain relief medication and is having physio therapy.

Event description:
The customer alleged that as the crew member was using the device, one of the lift handles came apart and then this pulled on the emergency release lever which made the device drop down suddenly. The customer further alleged that the crew member has injured their back.

Event description:
The customer alleged that as the crew member was using the device, one of the lift handles came apart and then this pulled on the emergency release lever which made the device drop down suddenly. The customer further alleged that the crew member has injured their back. Further information on the crew member injury was not provided.